Event description:
It was reported that there is a general increase in pressure injuries. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
Further investigation identified that the reported issues were due to the power cord not being secured well (resulting in power loss to the pump), and that isoair pumps fail diagnostics. Based on available information, stryker determined that the pressure injury was not serious in nature.

Event description:
No new information.